Manufacturer narrative:
Eval results: (the root cause of this event is undetermined due to limited info received). Dislodgement.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 24mm, diameter 2.5mm was used to treat a lesion in a pt's distal circumflex. It was reported that the physician was unable to deliver the stent to the lesion and that the stent dislodged during the procedure. It was reported that the pt has expired. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.